Event description:
According to the reporter, during bariatric surgery, the staples burst upon closing of the fundus of the stomach. The surgeon used another reload but the staples would still burst out. There was obvious resistance when the handle was fired. A new handle and reload were replaced to fire again. When it was cut and closed again next to the original suture line, there was still obvious resistance and the staples burst out. Suturing was performed to continue the case. Medtronic's initial evaluation of the incident device found sheared teeth on each firing rack.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument loaded, clamped, yet would not cycle due to sheared firing rack teeth damage. It was reported that the instrument was difficult to fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur in any of the following circumstances, firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. Attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.